Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit watertightness failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the connector/coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had shaking coupler. The event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.